Event description:
Caller reported an error with the continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. The customer received instructions to reset the pump from technical support, which resolved the issue, and they successfully started their sensor session.